Event description:
It was reported that multiple cartridge alarm occurred during the load sequence. Additionally, it was reported that a cartridge alarm 05 occurred. Reportedly, the customer had followed the prompts during the load sequence. Customer reverted to an alternate method of insulin therapy. Customer¿s blood glucose (bg) level was "high"; specific value not provided. Customer administered a manual injection to address bg.

Manufacturer narrative:
The failure investigation has been completed and the alleged cartridge alarm 20 issue was verified. Based on the analysis, the alleged cartridge alarm 5 issue was verified in the pump logs; however, no failure was identified.